Manufacturer narrative:
Na

Event description:
It was reported that the ventilator had multiple alarm conditions and shut down while connected to a pt. The pt was placed on a back-up ventilator. No pt harm reported.